Event description:
Event description boston scientific, crm received information that this implantable cardioverter defibrillator (ICD) device was explanted due to suspected premature battery depletion. At the follow-up on november 2, 2006, it was noted that the device reached elective replacement indicator (eri) on august 8, 2006. The battery voltage was 2.25 v and the charge time was 23 seconds. No tachy therapy or pacing was delivered since the previous follow-up. The device was explanted on november 7, 2006. Upon removal from the pocket, the connector block was noted to be partly detached from the can. The physician did not feel this was induced at explant. Interrogation prior to explant was normal; all therapy was confirmed to be available. No adverse patient effects were reported.